Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse (field service engineer) was dispatched and on 02-dec-2016 found injection valve to be clogged. Tried to clear out but replaced with new injection valve. Ran calibration, qc (quality control) and precision, all without errors. The most probable cause of the reported event was a clogged injection valve.

Event description:
On (B)(6) 2016 the customer reported grinding noise and error 706 l syringe with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.